Manufacturer narrative:
The company representative was unable to duplicate the reported problem. He found in the error log, electrical test failure code #35 (no communication with 6909) and #53 (shuttle transducer offset failure). He replaced the main cpu board. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that during a flight transport, while the unit was in use on a patient, the unit generated electrical test fails codes. No patient injury was reported.